Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 6 weeks, increasing threshold values (4.2v @ 0.4ms) were reported. During the revision procedure the lead was repositioned without complications. No adverse patient side effects have been reported.